Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Code of 4581 was chosen to capture the event of pneumoperitoneum. Pneumoperitoneum, and cellulitis are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, it was reported that the patient was hospitalized 3 days post tubing placement for severe abdominal pain and nausea. A CT scan was performed which revealed pneumoperitoneum. It was reported that due to the volume of pneumoperitoneum, a bowel perforation could not be ruled out, however no further information was provided after multiple queries to confirm a bowel perforation diagnosis. It was reported that the patient underwent diagnostic laparoscopy and revision of the peg tube during which free air and leakage was found at the stoma site. On (B)(6), the patient experienced purulent drainage at the stoma site, and was diagnosed with cellulitis. It was reported that the patient was prescribed an unknown antibiotic for the stoma site. On (B)(6) 2023, the patient was discharged from the hospital.